Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system over infused. There were no reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be delivering out of the published specification of +/-6%. The pump's expulsor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.